Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair was completed by a non-medtronic service provider. The reported condition was not reproduced so a root cause could not be determined. The internal battery was replaced as a precautionary measure.

Event description:
It was reported that during patient use a ventilator generated a backup battery failure alarm. The device was plugged into an alternating current (ac) power source and the power pack was removed and reinstalled with the same result. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.